Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurement, most recently reaching greater than 125 ohms. In addition, the patient reported hearing beeping tones, consistent with the high out of range shock impedance measurement. The beeping tone alert was set to trigger once the shock impedance measurement reached 150 ohms. Subsequently, the patient was brought into the clinic for further evaluation and troubleshooting. Ultimately, the device was reprogrammed. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurement, most recently reaching greater than 125 ohms. In addition, the patient reported hearing beeping tones, consistent with the high out of range shock impedance measurement. The beeping tone alert was set to trigger once the shock impedance measurement reached 150 ohms. Subsequently, the patient was brought into the clinic for further evaluation and troubleshooting. Ultimately, the device was reprogrammed. The rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.